Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech support found the nurse call function not enabled. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account enabled the nurse call to resolve the issue. Based on this info, no further action is required.